Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted that the circular seal was cut. The device was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. Pmv performed functional testing; the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the clip applier had an issue with the clips not being able to load properly into the jaws. When the surgeon tried to remove it from the port, it became stuck in the trocar. New products were used to complete the case. There was no patient injury.